Event description:
Hamilton g5 ventilator was connected to an intubated patient. The equipment screen went black and ceased ventilation. The ventilator alarmed. The rn took the patient off of the ventilator and ventilated the patient via an ambu-bag while respiratory therapy assessed the situation. A new ventilator was brought into the patient room and hooked up to the patient. The ventilator that failed was removed from patient care and sent for evaluation. Unable to determine the cause of the equipment failure. Manufacturer response for ventilator, hamilton g5 ventilator (per site reporter). The vendor performed an analysis and sent back the following report: g5 (reported problem of screen going dark and a red alarm being generated). The problem resided in the ventilator unit (vu) and not the interaction panel (ip) since the ip could be mounted on a working g5 without any alarms being generated and the screen no longer flickering. The log files for the ventilator reside in the ip so they could be exported and evaluated ¿ the flickering screen was logged as a repetitive loss of mains power and indicated an issue with the distribution of power from the vu a fault with the power supply module, vu motherboard, or vu embedded system module (processor of the vu) could be part of the problem but all three were replaced previously when a similar issue occurred with this ventilator a few months prior to this incident. Exchanging the ventilator was deemed to be the most appropriate course of action since a cause for the recurrence could not be determined.